Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer stated a work order was put in and stopped by the facility twice and no one was available to speak with me. In addition the fse also emailed them and the cath lab manager with no response. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during daily check cardiosave intra-aortic balloon pump (iabp) had a red background when it was powered up. There was no patient involved.